Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 6 months after index procedure and there were no reported device malfunctions, the delivery system is presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is listed in the IFU as a known potential adverse. The investigator indicated that the event is not related to study procedure, but possibly related to study device; the sponsor believes intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). Relationship between restenosis and study device cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. The other cobra pzf stent referenced is being reported under MFR # 3009306400-2019-00016.

Event description:
A (B)(6)-year-old male with medical history of coronary artery disease, percutaneous coronary intervention (pci) (3 drug-eluting stents (des)) (B)(6) 2016, atrial fibrillation on oral anticoagulant, hypertension, dyslipidemia and copd presented with stable angina and enrolled in the (B)(6) trial on (B)(6) 2018. He underwent pci with placement of two cobra pzf¿ (2.5x 8 and 3.5 x12 mm) stents in middle left anterior descending (lad). The patient did not report any adverse effects at 14 days, 30 days, and 6 months follow- up visits. The patient was admitted electively as in-patient for invasive coronary diagnostic tests due to known coronary three-vessel disease on (B)(6) 2019. Typical chest pain was denied. Coronary angiography showed a high-grade, in-stent restenosis of the mid lad, which was treated successfully with a drug-eluting balloon (deb). The patient discharged without any complications. The investigator reported that the event is not related to the index procedure, but possibly related to the study devices.